Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed an e315 (unsupported scope) error, then a b30 (scope communication) error, and finally an e216 (scope communication) error. The picture had red and green speckles. The event occurred during preparation for use. The intended therapeutic procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e315 (unsupported scope), b30 (scope communication), and e216 (scope communication) errors were confirmed. The allegation of an image problem was confirmed, due to noise. In addition, the instrument channel was leaking. The bending section cover had a pinhole. The bending section cover glue was peeling. The forceps passage had a leak. The bending section electrical continuity test failed. The insertion tube had a dent. The image had a noise. The up direction had low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315, e216 and b30 error code issues could not be determined, however, the issues were likely due to a leakage into the forceps channel and bending section rubber as a result of user handling/mishandling, causing the ingress of water into the device causing an electronic component malfunction. The event can be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image. ¿-when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿-if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. ¿-if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage¿. ¿-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.